Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to the complaint, the returned battery cap threads were found to be stripped and the coin slot on top of the battery cap was torn. The battery cap was unable to be secured to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).